Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were traveling tomorrow and were attempting to turn off the therapy, only to notice that their therapy was currently turned off. The patient mentioned they had been switching between programs to see if any were active, but they did not remember which program they were on previously and were unsure if the therapy has been on since implantation. Patient was escalated because we could not determine which program the patient should use. The patient was redirected to their healthcare provider (hcp) to further address the issue.